Event description:
This procedure was performed in (B)(6). During the procedure, the protege gps stent was released completely by pulling the outer sheath outwardly. The entire releasing unit was pulled along the guide wire into the introducer sheath under the x-ray fluorescence monitor. However, at that time, a part of the inner core was still in the patient. The doctor performed a series of measures to remove the remaining part in the body, which led to a deviation of the stent from the lesion site. As a result, another stent was used to complete the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available, a supplemental report will be submitted.